Manufacturer narrative:
The customer report of a tubing set leak was confirmed. During visual inspection fluid residue was observed at the engagement between filter extension set and quadfuse components, and the engagement of one of the extension sets (not labeled) and quadfuse components were not fully connected functional testing was performed on the as-received samples by attempting to reprime/push fluid through in which further inspection observed leaks from only two areas- at engagement between extension set (not labeled) and quadfuse components (even with components further secured); and entrance of mz1000-07 valve attached to set having affixed label midazolam. Further testing of the leaking valve components by submerged pressure testing noted leaking of air bubbles. Inspection under microscope of each of the tops of the leaking valves observed a microchannel/scratch within its interior diameter. The root cause of the microchannel which creates a fluid path is due to an equipment error during the inspection and testing process during final manufacturing assembly of the maxzero component.

Event description:
It was reported that during a quad-fuse infusion of midazolam at an unknown rate, and 100ml of d10%/heparin 1unit/ml at tko via cvp, an unspecified medication leaked while in use in the nicu. Although requested no further details or information was reported by the customer. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: cvl; 20027e. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient age/dob was requested but was not provided. The event reportedly occurred in the nicu, therefore it is presumed that the patient was an infant.

Event description:
The customer reported that during an infusion of midazolam at an unknown rate and d10%/heparin 1unit/ml (tko for cvl)/100ml leaked an unspecified medication during patient use in the nicu. There was no report of patient harm.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the tubing set leaked during patient use. There was no report of patient harm.